Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure. The customer reported the device was in use, but there was no patient harm reported.

Manufacturer narrative:
The field service engineer replaced the gas delivery system (gds) to address the reported issue. Failure analysis on the returned data acquisition to motor controller cable shows that the data acquisition pcba to motor controller pcba cable was tested and no failures were identified. The gds was not returned to the factory.